Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A device was received without its original packaging. Visual inspection of the sample appeared to be in good condition. Inflation testing was repeated on the returned sample and found that after 12 hours, the cuff was still fully inflated. No leaking was observed. The root cause of the reported event could not be confirmed as the reported event could not be duplicated. No mitigation action were taken.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during pre-test, the cuff to a portex® blue line ultra® tracheostomy tube did not hold pressure. It was noted that air was leaking. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation: one portex blue line ultra tracheostomy tube was returned for analysis in used condition without its original packaging. Visual inspection of the device showed it to be in good condition. Functional testing involved inflation testing and it was found that after twelve (12) hours the cuff was still fully inflated; no leaking was observed. Based on the investigation, the complaint allegation was not confirmed.